Event description:
The technologist was scanning for CT chest aortic arch. The technologist power injected the contrast and started the scanner, the software stated the patient was not positioned correctly for a CT abdomen, which is not what she was scanning.